Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was found that messages were crossing over with updated time. A technical support specialist (tss) dialed into the station and the server, ran the server downtime query, no disconnected flag was present for cce (carefusion coordination engine). The tss found that the stations were communicating as the last download, last upload, and last heartbeat reflected the current date and time, and found that no critical notices showed patient information and pharmacy orders delayed or down in health sight viewer (hsv). The tss updated the customer that there were no issues. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server all stations were in disconnected mode and on critical override due to an interface issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.